Event description:
Light fell due to broken pivot support assembly. The light hit the nurse in the head but no treatment was given at the time or through a f/u visit.

Manufacturer narrative:
Unit was manufactured in 1994 and was part of the recall initiated by MFR. End-user was unaware of recall and had not been contacted by distributor. In some cases, the distributor had not contacted the end-user regarding the recall and burton was not granted access to distributor client list. End-user requested and received new extension arms for lights located at their facility. Nurse received no further treatment.